Event description:
Reporter noted posterior capsule tear occurred. The anterior vitrector would not cut. Changed probes but still wouldn't cut. Manually removed minimal vitreous in anterior chamber. Stated there was no patient injury; no anterior vitrectomy.